Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 20mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the device failed to cross the lesion and the balloon burst. The procedure was completed with another of same device. There were no complications reported and the patient condition was good.